Manufacturer narrative:
The reporter clarified that during an unspecified surgical procedure, midway into cutting a femur, the motor device began to overheat and smoke. The reporter stated that the device was very warm to touch. The device was tried again and produced the same result. There was a ten minute delay to the planned surgical procedure as a result. A spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. Device evaluation: the actual device was returned for evaluation.  Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was "smoking." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.